Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 9 years post implant of this 23mm aortic bioprosthetic valve, it was reported that a transthoracic echocardiogram (tte) showed a mean gradient of 33mmhg and calculated aortic valve area of 0,91cm2 with an increase in sclerotic changes to the prosthetic leaflets. A transesophageal echocardiography is scheduled for further differential-diagnosis. No adverse patient effects were reported. Subsequently, 3 months and 27 days later, a transesophageal echocardiography (tee) showed degeneration of the implanted aortic valve. No adverse patient effects were reported. Subsequently, 6 months later, a transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.